Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts occurred due to the right ventricular (rv) lead exhibiting post-paced t-wave oversensing (pptwos). No changes or interventions were reported. There were no patient consequences.

Event description:
New information received noted the non-sustained right ventricular oversensing (nsrvo) alerts continued to occur due to the right ventricular (rv) lead exhibiting post-paced t-wave oversensing (pptwos). Programming changes were implemented. The patient was in stable condition.